Manufacturer narrative:
On 27-nov-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. Mid ablation the patient's blood pressure dropped. Using cartosound a pericardial effusion was noted. Pericardiocentesis was performed. A drain was placed in the pericardium and medication was given to try to block the hole and keep the blood from pooling. The bleeding would not stop and the patient was transferred to the operating room for open heart surgery. The location of the perforation is unknown. Approximately 800 cc of fluid loss noted. Patient was stable on transfer. The patient required extended hospitalization. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. Mid ablation the patient's blood pressure dropped. Using cartosound a pericardial effusion was noted. Pericardiocentesis was performed. A drain was placed in the pericardium and medication was given to try to block the hole and keep the blood from pooling. The bleeding would not stop and the patient was transferred to the operating room for open heart surgery. The location of the perforation is unknown. Approximately 800 cc of fluid loss noted. Patient was stable on transfer. The patient required extended hospitalization. The physician¿s opinion on the cause of the adverse event is the procedure. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.